Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient with tumor in the lower jaw and on (B)(6) 2011, was implanted with a matrixmandible plate to bridge the resection of the tumor. Patient returned for follow up and surgeon did not transplant a bone, but performed the second reconstructive surgery by load bearing. Patient was healing without any problem. On (B)(6) 2012, surgeon took an x-ray in order to plan to insert the bone graft. The x-ray showed the plate was broken. The patient did not have any strange feeling and the broken plate was functionally without any problem. On (B)(6) 2012 surgeon performed the bone graft operation as scheduled. No further information available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.